Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged event is related to the 3m¿ multipore¿ dry surgical tape. Samples are pending return to solventum for analysis.

Event description:
A hospital reported that an unplanned extubation occurred with an infant while in the nicu resulting in bradycardia and desaturation. The endotracheal tube slipped through the 3m¿ multipore¿ dry surgical tape, which was used to secure the endotracheal tube to a neobar endotracheal tube holder. The tape was wrapped around the post on the neobar once, then wrapped around the neobar post and the endotracheal tube 2-3 times. The tape was in place for 72 hours from initial intubation. A bag and mask for positive pressure ventilation was required to recover from the bradycardia and desaturation.

Manufacturer narrative:
Retained samples were tested from this lot and no issues were found. A review of the manufacturing record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.